Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval confirmed and reproduced the symptom of "delayed keypad response". The root cause of this issue was a failed component on the processor printed circuit board. The processor printed circuit board was replaced.

Event description:
During baxter's evaluation, a spectrum pump had a delayed keypad response. There was no pt involvement.